Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) within its advancer tubing and a lidstock for evaluation. No signs of use were observed on the returned guide wire. The guide wire cap was missing indicating the customer handled the swg. Visual examination of the guide wire revealed a kink in the guide wire in the j-bend. During normal assembly this kink would have been located inside the guide wire cap protecting it from damage. Microscopic examination confirmed the kink in the guide wire body. Both welds were present and were observed to be full and spherical. The kink in the guide wire body was located at 594 mm from the distal end. The total length of the guide wire measured to be 605 mm which is within specifications of 600-608 mm per swg product drawing. The outer diameter of the guide wire measured to be 0.789 mm which is within specifications of 0.788-0.826 mm per product drawing. The returned swg was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The returned guide wire was advanced through a lab inventory ars and a lab inventory 18 ga introducer needle. The swg was able to pass through each component with minimal resistance. A manual tug test confirmed both welds were fully intact on the guide wire. A device history record review was performed, and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user, "do not use if package is damaged." The customer report of guide wire damage before use was confirmed by investigation of the returned sample. Visual analysis confirmed the guide wire had one distinct kink in the j-bend. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. During normal packaging, the portion of the guide wire that kinked would have been located inside the guide wire cap, protecting it from damage. Therefore, it cannot be confirmed when the guide wire was damaged, and the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend reports of this nature.

Event description:
Customer reports "broken wire prior to use". No patient involvement reported.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reports "broken wire prior to use". No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reports "broken wire prior to use". No patient involvement reported.